Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 30-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a return of pain and pain at the implantable neurostimulator site. Lead migration was also alleged. A disconnected lead was noted. Inspection of the device revealed that contacts 8-15 did not have connection and impedances were present down the whole lead. The patient reported loss of therapy. No action was taken and no adverse outcome occurred. The issue was ongoing and a replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that the rep is unsure about replacement at this time. Md was notified of findings but, he is away, so no action has been taken. It is unclear if it is a disconnected lead. The only thing known for sure is that there was a failed connectivity test on the whole lead. High impedances were also reported, 40000 for contacts 8-15. Rep noted they will have updated information when the md is back.